Event description:
It was reported through a legal event that a (B)(6) female patient underwent a recurrent ventral hernia repair surgery on (B)(6) 2016 at (B)(6). During the surgery, the surgeon implanted two strattice meshs: lots sp100398-178 and sp100393-230. After surgery, the patient returned to the hospital on (B)(6) 2017 because of pain and swelling to her lateral abdomen. She had a partially reducible hernia containing small bowel and the serosa was intimately involved with the strattice. On (B)(6), 2017 the patient underwent a revision surgery performed by the same implanting physician. It should be noted that as per legal, the complaint lists sp100393-230 as one of the lot numbers, but they determined through discovery that the correct lot number is sp100529-283. This record is associated with lot sp100398-178.

Manufacturer narrative:
Internal investigation into strattice lot sp100398 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 04/27/2022, of the 300 devices released to finished goods for lot sp100398, 282 have been reported as distribution with 152 reported as implanted. Based on our internal review with no remarkable findings, a relationship between the strattice and this event could not be determined. No further actions are required as a nonconformance could not be confirmed.